Manufacturer narrative:
Customer performed a control solution test and pt said that the results were 160, hence the meter did not perform within specification.

Event description:
Customer reported getting erratic readings from their freestyle meter. Pt performed back to back blood tests on the freestyle meter and results were 380 mg/dl and 240 mg/dl.